Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, distal right coronary artery. A 2.5x28mm xience prime stent was implanted, and a proximal edge dissection was noted. The dissection was successfully covered with another xience stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.